Event description:
It was reported that the fiber created a "spark and did not work after that at 297,777 joules" it is unclear what is meant by "spark." The procedure was completed using a second fiber. Pt outcome: "no injury to pt." No further info provided.